Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the filter leaked and that the pump read "occluded - patient side" while infusing tpn. The filter was changed and there were no further problems for the remainder of the shift. There was no report of patient harm.